Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reau0347 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the user noticed leakage at the proximal area between 30cm-45cm on a PICC that had been inserted into a patient. A new PICC was inserted. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. The sample was received with attached needleless injection caps and was mounted within a statlock catheter stabilization device. Usage residues were observed throughout the sample. A diagonally aligned split was observed at the 45 cm depth marking. An attempt to infuse water through the sample using a 12 ml syringe revealed both lumens to be patent to infusion; however, while flushing the white-luered lumen, a leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed slight tensile weakness in the vicinity of the split. Material necking and discoloration were evident in the vicinity of the split. Microscopic inspection of the split revealed sharply defined edges. The split exhibited a vague v-shape. Material abrasion was observed in the vicinity of the split. The features of the split and surrounding area were typical of damage caused by contact with a metallic instrument(s). Such damage likely occurred during device manipulation with an instrument such as hemostats or forceps. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿